Event description:
It was reported by the field service center that the ventilator's turbine did not rotate. It is unknown if the ventilator was connected to the patient when the reported problem occurred.